Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the transition 6.5mm pedicle screw, 50mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Pt underwent original surgery on (B)(6), 2010 when 6.5mm x 50mm titanium pedicle screws were implanted in the pt. During a follow-up visit on (B)(6), 2011 x-rays taken show the appearance of a fracture of the right l2 screw. Pt underwent revision surgery on (B)(6), 2011 when the broken 6.5mm screw on the right side at l2 was removed and replaced with an 8.5mm x 50mm screw. Pt underwent a previous revision surgery on (B)(6), 2010 to remove a broken 6.5mm x 50mm screw on the left side at l2, which was also replaced with an 8.5mm x 50mm screw.